Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was used during a procedure to remove gallstones. According to the complainant, cautery was applied to the device to perform sphincterotomy, at that moment the cut wire displaced itself. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was used during a procedure to remove gallstones. According to the complainant, cautery was applied to the device to perform sphincterotomy, at that moment the cut wire displaced itself. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the cut wire was discolored and bent. The cut wire was not broken. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The length of the exposed cutting wire was with in specification. The investigation found that the cut wire was not broken, however, it was bent. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context.